Event description:
It was stated that the end user fell out of his 3grx-cg power chair when leaving the airport. User stated that the airlines was at fault for components shifting / becoming loose during flight. User sustained unknown injury resulting in stitches.